Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, there were multiple failed implant attempts, at which point it was discovered that the pacing lead body appeared to be kinked, when it was repeatedly spun in. The pacing lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.